Event description:
The user facility reported 70yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after placing the pump and trying to start it at p2, a pump failure stopped alarm appeared. Attempts were made to restart but the pump never started. Pump was then removed and new pump was inserted. There was no patient harm reported.

Manufacturer narrative:
The investigation for the failure to start on the pump had been completed. The pump was sent back for evaluation, and electrical testing revealed open motor current lines for all three phases. Investigation showed open motor lines near the catheter side within the red handle and a significant gap between the kink protector and red handle. Data logs indicated a motor current spike followed by a sudden pump stop. The root cause of the issue was an open electrical line due to excessive force applied. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.